Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed. A review of the data management system (dms) revealed that the sensor data showed a declining signal and reference channels around (B)(6) 2024 onwards and this most likely contributed to the observed sensor inaccuracies.this is potentially due poor recovery from impacts to the insertion site.case notes do not mention any impact to the insertion site.however,we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site.as part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4. Date of this report 10 january 2025. G3. Date received by the manufacturer? 10 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, h6. Investigation findings updated to 114, h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 14, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.